Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances have continuously increased over 2 years from 101 ohms to 137 ohms. Technical services (ts) provided troubleshooting recommendations. This right ventricular (rv) lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. Non-invasive programmed stimulation (nips) testing was performed, and the impedance alarm was adjusted to 150 ohms as recommended. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances have continuously increased over 2 years from 101 ohms to 137 ohms. Technical services (ts) provided troubleshooting recommendations. This right ventricular (rv) lead remains in-service at this time. No adverse patient effects were reported.